Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl and candy was consumed to address the low bg level. The customer stated that the low bg was due to the personal profile basal setting had been set too high. The customer had already discussed changing the basal rate setting with a healthcare provider.